Manufacturer narrative:
Multiple attempts were made to obtain additional information; however, no additional information was received. No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose levels (975 mg/dl). There was no further information provided on the reported issue.